Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed had a low battery alert and then failed battery. The customer¿s blood glucose level was unknown at the time of the incident. She had it in for a few weeks it alerted her that it was low and then a few minutes later said battery fail and died around end of (B)(6). There is no indication of issue being resolved. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is not expected to be returned for analysis.